Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test and prime/a33 test. Unit received with stuck motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. Motor was tested outside of the device and passed. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown.